Event description:
It was reported that prior to a percutaneous transluminal coronary angioplasty procedure, the physician noted the outside package was labeledr14 20/1.5, and the inner pouch and catheter were labeled as r14 20/3.25. No pt injury or complaintion occurred.